Manufacturer narrative:
(B)(4)

Event description:
Consumer reports that the brush "head came off while I was brushing. I wasn't injured...placed the head back on and continued brushing. This morning the head came off again. I wasn't injured. Nothing on the brush broke."

Manufacturer narrative:
(B)(4).